Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 7 years old. Possible models could include 4004, 4024, 4004, vitatron slimtine, 4023. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: upgrading of vvir pacemakers with nonfunctional endocardial ventricular leads to vdd pacemakers in adolescents. Pace 2006;29:691-696. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article noted lead failures requiring lead revision. The lead failures included increased thresholds contributing to early battery depletion, loss of capture, and pectoral muscle stimulation. It was noted that due to the patients' young age, the implanted leads loss slack due to the patients' growth. The status of the leads is unknown. The article additionally reported one patient that experienced inflammation at the pocket site not due to infection. Two years after, the pocket was revised and the proximal end of the lead was explanted. After an additional two years of follow up, the patient developed endocarditis. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.